Manufacturer narrative:
This is the initial report submitted regarding this surgical event and medical device.

Event description:
As tibial component was being inserted, pulling distally and it snapped. The fragment remained implanted in the patient.

Manufacturer narrative:
Medical device is manufactured in accordance with our specifications. Unusual stress apply on the device. This is the final report submitted regarding this surgical event and medical device.

Event description:
As tibial component was being inserted, pulling distally and it snapped. The fragment remained implanted in the patient.